Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-08028. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that patient underwent removal of mesh on (B)(6) 2014 by dr. (B)(6) at (B)(6) hospital.

Manufacturer narrative:
Date sent to FDA: 04/21/2017. (B)(4). It was reported that following insertion patient experienced urgency and urinary retention.

Event description:
It was reported that following insertion patient experienced urgency and urinary retention.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced bladder incontinence, urgency, decreased urine volume, and difficulty urinating.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced incontinence.

Manufacturer narrative:
(B)(4): it was reported that implantation was due to mixed incontinence, uterovaginal prolapse, and urine retention. Following insertion the patient experienced pain, urinary problems, recurrence, bleeding, and dyspareunia. No additional information was provided. (B)(4).